Manufacturer narrative:
The customer did not provide a comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a meets criteria. The product performed as expected. A review of the manufacturing records for lot #378770a did not uncover any non-conformances. Lot met release specifications. It was reported that the customer has chronic myelogenous leukemia and rheumatoid arthritis. These conditions may impact the performance of the assay. Although a user issue identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A telephone call was received reporting an unexpected low inratio inr result. Inratio inr=1.5 on (B)(6) 2016. The physician had the patient slightly adjust coumadin dose (exact change not available); patient feels great and not concerned with retesting at this time. The reported therapeutic range is: 2.0-3.0. Further information was requested from the distributor and the following results were received: on (B)(6) 2016 inratio inr = 2.1 and on (B)(6) 2016 inratio inr = 3.0.